Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient started experiencing palpitations in her left arm in the middle of her sleep. The whole left arm went numb and stayed numb for hours. Because of it being on the left side, the concern was that it had to do with the patient¿s heart. Due to this, she was admitted to the hospital. It was stated that she was basically in the hospital for her heart. It was noted that she mentioned to the hospital that she had a stimulator implant and that ¿could have a lot to do with it.¿ additional information received reported that the patient¿s implant/follow-up doctor had no knowledge of the event. The patient was last seen in their office on (B)(6) 2013. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if it was related to the device, if any intervention occurred, if the issues was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.